Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening, observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. (Shell thickness within specification) no additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with another manufacturer's device.